Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten (10) events were reported for this quarter. Eight (8) devices were received for evaluation; 8 events were confirmed during testing. Three (3) devices were found to be affected by corrosion. Three (3) devices were found to be affected by deposits causing the trigger not being able to move. Two (2) devices were found to be affected by a damaged component. One (1) device is available for evaluation but has not yet been evaluated. One (1) device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device safety switch was stuck in the "run" position. Ten (10) reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was confirmed during testing. - 1 device was found to be affected by debris in the trigger. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device safety switch was stuck in the "run" position. 10 reported events had no patient involvement; no patient impact.